Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was 288 mg/dl at the time of the report. Troubleshooting was performed, and the high pressure test passed. However, during the self test there were no audible tones. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.